Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an issue with infusion set needle was bent which attributed to blockage and resulting in high blood glucose level of 500 mg/dl.. The patient had faced an alarm due to occlusion at site followed by bent needle. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.